Event description:
It was reported the patient underwent vns revision surgery due to high impedance. The explant facility is known not to return any explants. No additional relevant information has been received to date.